Event description:
It was reported that the patient developed lesions at the base of the penis after using the device for 3 hours. The hospital replaced the device with an indwelling catheter as an attempt to avoid infection. The patient is catheterized due to urine incontinence due to head trauma and psychomotor limitation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or willing to provided any further patient, product, or procedural details to bard.